Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that after the pump was started the rn returned to the room to find feeding leaking at the connection between the spike set and the feed bag onto the floor and onto the IV pump causing a delay in feeding.